Manufacturer narrative:
A customer from germany reported to biomérieux false susceptible oxacillin results for staphylococcus aureus mrsa strain in repeat determination, in association with the vitek® 2 ast-p632 test kit. An investigation was performed. The organism identification was confirmed to s. Aureus with the vitek® 2 gp card. Reference methods to determine the intended result : the pcr meca positive result and the cefoxitin kirby bauer resistant result confirmed a mrsa strain. The reference method (agar dilution) gave a susceptible result (0.125 s) on the mass and a resistant result (4 r) with the induced colony. Testing included two (2) ast- p632 cards, one each from the customer lot 7320242103 and a random lot 7320146103. The results from the mass: customer lot: oxa mic 0.5 mg/l s, oxsf test negative with acquired penicillinase phenotype. The oxa value is within 1 doubling dilution of the reference mic (ad = 0.125 mg/l s) , with no category error. Random lot: vitek 2 value </= 0.25mg/l is in essential agreement with the reference mic without category error. On both lots, the oxsf test negative does not correlate to disc diffusion results (fox kb d = 19 mm r) and does not allow to detect mrsa strain. The results from the induced colony: oxa mic of >/= 4 mg/l r on both lots. These results are in essential agreement with the reference mic (ad = 4 mg/l r) without category error. The oxsf test positive is correlated to the disc diffusion (fox kb = 19 mm r) and the (B)(6) phenotype is proposed by vitek 2. The raw data from the internal testing of s. Aureus was analyzed with the new oxsf01n knowledge base (v8.01), and all four replicates were positive. The customer issue was duplicated on the mass. The investigation concluded the strain was atypical with heterogeneous resistance.

Event description:
A customer from (B)(6) reported to biomérieux false susceptible oxacillin results for a staphylococcus aureus (B)(6) strain with repeat determination, in association with the vitek® 2 ast-p632 test kit. The test results were: vitek 2: cefoxitin negative, oxacillin susceptible (<= 0.25), disk diffusion: 22 mm susceptible (eucast), meca and pbp2a test: positive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.